Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the hip/buttocks. Blood glucose levels were reported to have increased to above 400 mg/dl. The patient reported detecting the smell of insulin during wear and became more pronounced upon removing the pod, indicating a potential leak, and reported that the skin at the infusion site exhibited an abrasion where the insulin had leaked. He subsequently began feeling unwell with symptoms including excessive thirst, frequent urination, severe nausea, and vomiting, prompting him to seek medical attention. The patient was hospitalized and diagnosed with diabetic ketoacidosis (dka). Treatment during hospitalization consisted of intravenous fluids, antibiotics, and insulin. The reason for requiring antibiotic treatment was not reported. No further medical diagnosis besides dka was provided. The patient remained hospitalized for approximately 17 hours and was discharged on (B)(6), 2026.